Manufacturer narrative:
H.6. Investigation summary: DHR, quality notification and maintenance analysis were reviewed and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible observe barrel cracked. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel cracked at another syringes. The incident identified from this complaint will be monitored for trend evaluation. H3 other text

Event description:
It was reported that prior to use it was discovered that the barrel of syringe was cracked with a bdsyringe solomed 5ml ll w/shld. The following information was provided by the initial reporter, translated from portuguese to english: syringe broken - barrel cracked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the barrel of syringe was cracked with a bdsyringe solomed 5ml ll w/shld. The following information was provided by the initial reporter, translated from portuguese to english: syringe broken - barrel cracked.